Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The patient did not participate in a trial phase with nalu as the system was implanted to replace an existing neurostimulator system from a different manufacturer. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerves. After activating the system, the patient is reported to have had ongoing connectivity challenges between the ipg and the external therapy discs, however indication from nalu representatives was that the patient was able to achieve good therapy despite the connectivity issues. In (B)(6) 2025 the patient provided a photograph of both external therapy discs with the power button covers completely missing. Since the devices fell outside of the warranty period, the patient elected to not replace them and to instead pursue explant of the nalu system. Nalu personnel attempted to contact the patient on multiple occasions and report that the patient has declined to speak with them or provide any further information. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
Although the patient has had challenges with connectivity between the ipg and therapy discs, the cause of those challenges has not been determined due to patient being uncooperative with nalu staff.